Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead were successfully implanted. During the closure of the top layer of the pocket noise was observed on the atrial channel when force was applied to the wound site. No impedance or threshold changes were observed. Subsequently, the pocket was reopened and the ra lead was disconnected. The lead pin was cleaned and reconnected to the ICD. No noise was present. The wound was re-stitched and once closed small noise signal was recreated when significant pressure was applied to the wound site. The physician plans to continue to monitor this observation in the future. No adverse patient effects were reported. This product remains in-service.